Manufacturer narrative:
Pr(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information becomes available. Customer is unsure which batch was used during this event so both batches listed below as "potential" batches. It was reported units are entirely clogged, partially clogged and then shoot liquid across the room, or are not sharp. To aid in the investigation, sixty samples from lot 3144656 in sealed packaging blisters, one empty packaging blister from 3144656 and one packaging blister top web from lot 3144657 were received for evaluation by our quality team. A visual inspection was performed. First, with 10x magnification and then with a 30x microscope. There was no damage, defective grind or hooks observed. The bevels and etch were good. Each sample was then connected to a syringe with saline solution. The needles expelled the solution with a normal flow. No defects or imperfections were observed. A device history record review was completed for provided material number 305106, possible lots 3144656 and 3144657. The review did not reveal any detected quality issues during the production of these lots that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for these lots. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be determined. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. Device problem code: a050401 - fluid/blood leak (1250). Patient problem code: f24 - insufficient information. Batch manufacture dates: 3144657 - 2023-05-24. 3144656 - 2023-05-24.

Event description:
This MDR covers partially clogged and then shoot liquid across the room material #: 305106 batch #: 3144656, 3144657. It was reported by customer that item either are entirely clogged, partially clogged and then shoot liquid across the room, or are not sharp. Verbatim: rcc received a complaint via email. Email(s) attached. Medline reference: (B)(4). Item: 305106. Quantity affected: 2 bx.. Serial/lot number: (B)(6). Po #: 4516676341. Are any samples available for return? Yes. Reported issue per customer: item either are entirely clogged, partially clogged and then shoot liquid across the room, or are not sharp. Customer disposition request: credit.